Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Concomitant medical products: product ID: 9660651, serial/lot #: (B)(4), UDI#: 00643169359307. No parts have been received by the manufacturer for evaluation.) The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter controller was faulty. The distributor in jordan was installing a system after a 3 year wait period from the hospital. Troubleshooting was performed and when switching on the system, the system gave a emitter box communication error. The emitter seemed to be working fine. They tested the emitter controller with a different system to confirm the fault. The next step was to check if a new emitter controller was available as a replacement against a 'bad at install' device. No patient was present at the time of the event. Additional information was received stating that the emitter seemed to be working fine based on the equipment connection screen. The controller only had a fault. The controller did not work on the other navigation system as well the same error message was received. The controller was new.